Event description:
The complainant reported a patient (race and age unknown) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient bled from the puncture site in the ICU with loss of hemoglobin. The patient¿s partial thromboplastin time was initially 60, compress was placed under the catheter and fixation suture was also fixed in the direction of the patient's head. The patient was treated with a sandbag and the bleeding stopped. Six days later, the patient expired on support. Abiomed does not have enough information to associate use of the device with the outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Added- b5 mso review g1-corrected MFR site name and address.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.